Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular lead. Noise was not reproduced in real time. The device was reprogrammed to resolve the event and the patient was stable.